Event description:
Healthcare professional reported right side rupture. Healthcare professional later confirmed no rupture present at explant, capsular contracture baker grade IV pain, swelling and "lump in axillary tail of the right breast". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: lump/nodule : unable to observe since it is a medical event and is not related to the device. Edema : unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
The event of rupture did not occur per physician report. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: suspected rupture, no rupture occurred.

Event description:
Healthcare professional reported right side rupture confirmed with MRI. Device was explanted. Healthcare professional later confirmed no rupture present at explant, capsular contracture baker grade IV pain, swelling and "lump in axillary tail of the right breast". Device has been explanted.